Event description:
The following issues were reported: during imrt treatments, when mosaiq recovers from an error, total mu is re-distributed over all segments, including the segments that were treated instead of partial treatment. Customer is experiencing multiple beam or session terminations. Finished field is not being delivered correctly. Available data indicates potential mistreatments that are presumed to have resulted in serious injury; however, no known impact to patients have been reported. No further info was reported.

Manufacturer narrative:
Note: device version 2.0.